Manufacturer narrative:
Device was received with all buttons responding properly. Device passed the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at 0.08700 inches. No damage or moisture damage on keypad assembly, unlocked electrical board keypad connector, or stuck button alarm noted during testing.

Manufacturer narrative:
The information provided that the event date with the initial report was incorrect. The information that provided with the initial report was incorrect. The correct information has been included with this report in b5 section. (B)(4).

Event description:
It was stated that the nurse was over-medicating. Customer stated that the insulin pump had been off for at least 6 months.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized due to low blood glucose level, on unknown date, and with unknown blood glucose level. Customer stated that he was over medicating. Customer also reported that the buttons were not working. Customer stated that numbers were not ramping on their own and the scroll bar was not moving with no input. The minutes changed. The device will be returned for analysis.